Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).

Event description:
Information was received from a consumer regarding a patient receiving intrathecal baclofen (type, lot number, concentration, and dose unknown) via an implanted pump. The indication for pump use was intractable spasticity. The pump was empty in (B)(6) 2015. At a later time, the patient started experiencing pain (including sharp pains in her lung), nausea, migraines, and "something bulged in her back by the spinal column". The patient went to the hospital for six days and was discharged on (B)(6) 2015. She was told there was a lot of fluid around the spinal area. She could not sleep on her back. There were no falls or traumas. The patient had the pump for pain and spasticity. She had spasticity before the implant, but it had gotten worse after a certain point, including in her arm/left arm. The patient did not have a healthcare provider (hcp) and was seeing a pain management doctor, but was not sure if they would manage the pump as they instructed the patient to contact the manufacturer. Physician listings were sent to the patient. The type, dose, concentration, and lot number of the baclofen in the pump, the patient's pertinent medical history/concomitant medications, the reason for the pump going empty and cause of the fluid around the spinal column, the troubleshooting/diagnostics performed, the actions/interventions taken, and the resolution of the events was not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent. See also manufacturer&#38112;report # 3007566237-2015-03579.